Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
On an unreported date, the patient fell on her face. The fall occurred while the patient was in her nursing home. The patient was subsequently hospitalized in the ICU (intensive care unit) and was on a ventilator as of the date of this report. The health care provider¿s (hcp) at the hospital suspected that the patient's current state was a result of overmedication. The patient experienced overdose symptoms and signs of overdose/over-medication, specifically respiratory depression according to a hcp in the ICU. The patient had previously received medication through a gastrostomy tube as well as the pump. Underdose symptoms were also reported; it was reported the patient vomited the day prior to the report date. The reporter later became aware that the patient underwent a CT scan of the head and the pump dose was decreased twice since (B)(6) 2014 per hcp¿s orders. The first dose decrease was forty three percent on (B)(6) 2014; the second decrease was thirty three percent on (B)(6) 2014 which made a total of a seventy six percent decrease. Following the 43% decrease performed on (B)(6) 2014, the pump delivered baclofen 3000 mcg/ml at a dose of 720.8 mcg/day, morphine 25 mg/ml at a dose of 6.006 mg/day, clonidine 125 mcg/ml at a dose of 30.03 mcg/day and bupivacaine 5 mg/ml at a dose of 1.2013 mg/day. It was unknown whether there was a product or programming issue at the time of the report. According to a family member of the patient, neither she nor the managing physician alleged that there was an issue with the pump. The patient status at the time of this report was reported as ¿alive ¿ no injury.¿ the device system was initially used to deliver baclofen 3000 mcg/ml at a dose of 482.5 mcg/day, morphine 25 mg/ml at a dose of 4.02 mg/day, clonidine 125 mcg/ml at a dose of 20.1 mcg/day and bupivacaine 5 mg/ml at a dose of 0.8041 mg/day. Additional information received reported the dose was decreased again on (B)(6) 2014 by fifty percent per the hcp¿s order. It was noted that at the time of the event, while in the nursing home, the patient was taking oral medication in addition to the pump. The patient as of (B)(6) 2014 was doing much better. She had moved out of the ICU but was still in the hospital. The patient was alert, communicating and off the ventilator but was still sleeping quite a bit. There was to be a possible discharge on (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report.